Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/migration of device location of device: uterus"), device expulsion ("migration of device location of device: uterus"), salpingitis ("infected fallopian tube/pyosalpinx") and genital haemorrhage ("bleeding") in a 40-year-old female patient who had essure (batch no. 624831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included abscess, chronic abdominal pain, vomiting, constipation, flatulence, decreased appetite, cough, fever, muscle pain, normocytic anemia, pyosalpinx, leukocytosis, lymphadenopathy and bartholin's cyst since (B)(6) 2016. Concomitant products included ibuprofen and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced nausea ("nausea") and urinary tract infection ("infection (bladder/urinary tract/vaginal)"), 3 years 9 months after insertion of essure. In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain/abdominal area"), fatigue ("fatigue"), constipation ("constipation") and flatulence ("flatulence") and was found to have weight decreased ("weight loss"). In (B)(6) 2011, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2011, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criterion medically significant) and anaemia ("anemia"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with antibiotics, cefoxitin, docusate sodium (colace), doxycycline, ferrous sulfate, and surgery (removal of her fallopian tube due to complications from the essure). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device expulsion and salpingitis outcome was unknown and the genital haemorrhage, nausea, cystitis, urinary tract infection, vaginal infection, abdominal pain, anxiety, depression, anaemia, vaginal discharge, fatigue, weight decreased, constipation and flatulence had resolved. The reporter considered abdominal pain, anaemia, anxiety, constipation, cystitis, depression, device expulsion, fallopian tube perforation, fatigue, flatulence, genital haemorrhage, nausea, salpingitis, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: did not undergo an essure confirmation test (per pfs). (Discrepancy per medical record of (B)(6) 2011) h/o of essure placed in 2007 with confirmed occlusion. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: plaintiff fact sheet was received. Events added from pfs- bleeding. Events onset date, events outcome was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/migration of device location of device: uterus"), device expulsion ("migration of device location of device: uterus") and salpingitis ("infected fallopian tube/pyosalpinx") in a 40-year-old female patient who had essure (batch no. 624831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abscess, chronic abdominal pain, vomiting, constipation, flatulence, decreased appetite, cough, fever, muscle pain, normocytic anemia, pyosalpinx, leukocytosis, lymphadenopathy and bartholin's cyst since (B)(6) 2016. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("abdominal pain/abdominal area"). On (B)(6) 2011, 3 years 9 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, nausea ("nausea"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant). The patient was treated with ibuprofen (motrin), docusate sodium (colace), doxycycline (doxycyclin), metronidazole (flagyl), ferrous sulfate, cefoxitin and surgery (removal of her fallopian tube due to complications from the essure). Essure was removed. At the time of the report, the fallopian tube perforation, device expulsion, salpingitis, nausea, cystitis, urinary tract infection, vaginal infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, cystitis, device expulsion, fallopian tube perforation, nausea, salpingitis, urinary tract infection and vaginal infection to be related to essure. The reporter commented: did not undergo an essure confirmation test (per pfs). (Discrepancy per medical record of (B)(6) 2011) h/o of essure placed in 2007 with confirmed occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/migration of device location of device: uterus"), device expulsion ("migration of device location of device: uterus") and salpingitis ("infected fallopian tube/pyosalpinx") in a 40-year-old female patient who had essure (batch no. 624831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abscess, chronic abdominal pain, vomiting, constipation, flatulence, decreased appetite, cough, fever, muscle pain, normocytic anemia, pyosalpinx, leukocytosis, lymphadenopathy and bartholin's cyst since (B)(6) 2016. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2011, the patient experienced anxiety ("anxiety"), depression ("depression"), weight decreased ("weight loss"), constipation ("constipation") and flatulence ("flatulence"). On (B)(6) 2011, 3 years 9 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2011, the patient experienced nausea ("nausea"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criterion medically significant) and anaemia ("anemia"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain/abdominal area"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant). The patient was treated with ibuprofen (motrin), docusate sodium (colace), doxycycline (doxycyclin), metronidazole (flagyl), ferrous sulfate, cefoxitin and surgery (removal of her fallopian tube due to complications from the essure). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device expulsion, salpingitis, nausea, cystitis, urinary tract infection, vaginal infection and abdominal pain outcome was unknown and the anxiety, depression, anaemia, vaginal discharge, fatigue, weight decreased, constipation and flatulence had resolved. The reporter considered abdominal pain, anaemia, anxiety, constipation, cystitis, depression, device expulsion, fallopian tube perforation, fatigue, flatulence, nausea, salpingitis, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: did not undergo an essure confirmation test (per pfs). (Discrepancy per medical record of (B)(6) 2011) h/o of essure placed in 2007 with confirmed occlusion . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-sep-2018: plaintiff fact sheet received. Events added: anxiety, depression, anemia, vaginal discharge, fatigue, constipation, flatulence. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/migration of device location of device: uterus"), device expulsion ("migration of device location of device: uterus") and salpingitis ("infected fallopian tube/pyosalpinx") in a 40-year-old female patient who had essure (batch no. 624831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abscess, chronic abdominal pain, vomiting, constipation, flatulence, decreased appetite, cough, fever, muscle pain, normocytic anemia, pyosalpinx, leukocytosis, lymphadenopathy and bartholin's cyst since (B)(6)2016. Concomitant products included paracetamol (acetaminophen). On (B)(6)2007, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("abdominal pain/abdominal area"). On (B)(6)2011, 3 years 9 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, nausea ("nausea"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6)2011, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant). The patient was treated with ibuprofen (motrin), docusate sodium (colace), doxycycline (doxycyclin), metronidazole (flagyl), ferrous sulfate, cefoxitin and surgery (removal of her fallopian tube due to complications from the essure). Essure was removed. At the time of the report, the fallopian tube perforation, device expulsion, salpingitis, nausea, cystitis, urinary tract infection, vaginal infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, cystitis, device expulsion, fallopian tube perforation, nausea, salpingitis, urinary tract infection and vaginal infection to be related to essure. The reporter commented: did not undergo an essure confirmation test (per pfs). (Discrepancy per medical record of (B)(6)2011) h/o of essure placed in 2007 with confirmed occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received, event per pfs: abdominal pain was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/migration of device location of device: uterus'), device expulsion ('migration of device location of device: uterus'), salpingitis ('infected fallopian tube/pyosalpinx'), genital haemorrhage ('bleeding') and pelvic inflammatory disease ('pid') in a 40-year-old female patient who had essure (batch no. 624831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and drainage. Concurrent conditions included bartholin's cyst since (B)(6) 2016, abscess, chronic abdominal pain, vomiting, constipation, flatulence, decreased appetite, cough, fever, muscle pain, normocytic anemia, pyosalpinx, leukocytosis and lymphadenopathy. Concomitant products included ibuprofen and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced nausea ("nausea") and urinary tract infection ("infection (bladder/urinary tract/vaginal)"), 3 years 9 months after insertion of essure. In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain/abdominal area"), fatigue ("fatigue"), constipation ("constipation") and flatulence ("flatulence") and was found to have weight decreased ("weight loss"). In (B)(6) 2011, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2011, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criterion medically significant) and anaemia ("anemia"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems changes"), urinary tract disorder ("urinary tract disorder") and post procedural complication ("post procedural complication"). The patient was treated with antibiotics, cefoxitin, docusate sodium (colace), doxycycline, ferrous sulfate, and surgery (removal of her fallopian tube due to complications from the essure). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, genital haemorrhage, nausea, cystitis, urinary tract infection, vaginal infection, abdominal pain, anxiety, depression, anaemia, vaginal discharge, fatigue, weight decreased, constipation and flatulence had resolved and the device expulsion, salpingitis, pelvic inflammatory disease, bladder disorder, urinary tract disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, constipation, cystitis, depression, device expulsion, fallopian tube perforation, fatigue, flatulence, genital haemorrhage, nausea, pelvic inflammatory disease, post procedural complication, salpingitis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: did not undergo an essure confirmation test (per pfs). (Discrepancy per medical record of (B)(6) 2011) h/o of essure placed in 2007 with confirmed occlusion current weigh, t 160 lbs. Patient received treatment for pain, migration, perforation, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Lot number:624831 manufacturing date: 2007-06 expiration date: 2009-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2021: mr received. Event added(mr): pid. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/migration of device location of device: uterus"), device expulsion ("migration of device location of device: uterus") and salpingitis ("infected fallopian tube/pyosalpinx") in a 40-year-old female patient who had essure (batch no. 624831) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abscess, abdominal pain, vomiting, constipation, flatulence, decreased appetite, cough, fever, muscle pain, normocytic anemia, pyosalpinx, leukocytosis, lymphadenopathy and cyst since (B)(6) 2016. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2011, 3 years 9 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, nausea ("nausea"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant). The patient was treated with ibuprofen (motrin), docusate sodium (colace), doxycycline (doxycyclin), metronidazole (flagyl), ferrous sulfate, cefoxitin and surgery (removal of her fallopian tube due to complications from the essure). At the time of the report, the fallopian tube perforation, device expulsion, salpingitis, nausea, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered cystitis, device expulsion, fallopian tube perforation, nausea, salpingitis, urinary tract infection and vaginal infection to be related to essure. The reporter commented: did not undergo an essure confirmation test (per pfs). (Discrepancy per medical record of (B)(6) 2011) h/o of essure placed in 2007 with confirmed occlusion most recent follow-up information incorporated above includes: on 27-feb-2018: pfs & medical record received. Reporter, patient demographics, essure lot number and expiration date, events nausea, perforation(fallopian tubes), migration of essure device: location of device: uterus, infection (bladder/urinary tract/vaginal) added. Action taken with drug with added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/migration of device location of device: uterus'), device expulsion ('migration of device location of device: uterus'), salpingitis ('infected fallopian tube/pyosalpinx') and genital haemorrhage ('bleeding') in a 40-year-old female patient who had essure (batch no. 624831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included bartholin's cyst since (B)(6) 2016, abscess, chronic abdominal pain, vomiting, constipation, flatulence, decreased appetite, cough, fever, muscle pain, normocytic anemia, pyosalpinx, leukocytosis and lymphadenopathy. Concomitant products included ibuprofen and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced nausea ("nausea") and urinary tract infection ("infection (bladder/urinary tract/vaginal)"), 3 years 9 months after insertion of essure. In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain/abdominal area"), fatigue ("fatigue"), constipation ("constipation") and flatulence ("flatulence") and was found to have weight decreased ("weight loss"). In (B)(6) 2011, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6)2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2011, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criterion medically significant) and anaemia ("anemia"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems changes"), urinary tract disorder ("urinary tract disorder") and post procedural complication ("post procedural complication"). The patient was treated with antibiotics, cefoxitin, docusate sodium (colace), doxycycline, ferrous sulfate, and surgery (removal of her fallopian tube due to complications from the essure). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, genital haemorrhage, nausea, cystitis, urinary tract infection, vaginal infection, abdominal pain, anxiety, depression, anaemia, vaginal discharge, fatigue, weight decreased, constipation and flatulence had resolved and the device expulsion, salpingitis, bladder disorder, urinary tract disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, constipation, cystitis, depression, device expulsion, fallopian tube perforation, fatigue, flatulence, genital haemorrhage, nausea, post procedural complication, salpingitis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: did not undergo an essure confirmation test (per pfs). (Discrepancy per medical record of (B)(6) 2011) h/o of essure placed in 2007 with confirmed occlusion current weigh, t 160 lbs.. Patient received treatment for pain, migration, perforation, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: ppf received events " bladder/ urinary problems changes, post procedural complication" were added. Outcome of events " pain, bleeding and perforation" were updated as recovered. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/migration of device location of device: uterus'), device expulsion ('migration of device location of device: uterus'), salpingitis ('infected fallopian tube/pyosalpinx') and genital haemorrhage ('bleeding') in a 40-year-old female patient who had essure (batch no. 624831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included bartholin's cyst since (B)(6) 2016, abscess, chronic abdominal pain, vomiting, constipation, flatulence, decreased appetite, cough, fever, muscle pain, normocytic anemia, pyosalpinx, leukocytosis and lymphadenopathy. Concomitant products included ibuprofen and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced nausea ("nausea") and urinary tract infection ("infection (bladder/urinary tract/vaginal)"), 3 years 9 months after insertion of essure. In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain/abdominal area"), fatigue ("fatigue"), constipation ("constipation") and flatulence ("flatulence") and was found to have weight decreased ("weight loss"). In (B)(6) 2011, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2011, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criterion medically significant) and anaemia ("anemia"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems changes"), urinary tract disorder ("urinary tract disorder") and post procedural complication ("post procedural complication"). The patient was treated with antibiotics, cefoxitin, docusate sodium (colace), doxycycline, ferrous sulfate, and surgery (removal of her fallopian tube due to complications from the essure). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, genital haemorrhage, nausea, cystitis, urinary tract infection, vaginal infection, abdominal pain, anxiety, depression, anaemia, vaginal discharge, fatigue, weight decreased, constipation and flatulence had resolved and the device expulsion, salpingitis, bladder disorder, urinary tract disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, constipation, cystitis, depression, device expulsion, fallopian tube perforation, fatigue, flatulence, genital haemorrhage, nausea, post procedural complication, salpingitis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: did not undergo an essure confirmation test (per pfs). (Discrepancy per medical record of (B)(6) 2011) h/o of essure placed in 2007 with confirmed occlusion current weigh, t 160 lbs. Patient received treatment for pain, migration, perforation, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Lot number:624831; manufacturing date:2007-06; expiration date:2009-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: update of quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and salpingitis ("infected fallopian tube") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On(B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant) and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (removal of her fallopian tube due to complications from the essure). At the time of the report, the device dislocation, salpingitis and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and salpingitis to be related to essure.